Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, evidence of liquid is observed behind the stopper, verifying the reported incident. There was no damage or other defect identified to indicate why the leak occurred. A device history review was performed for reported lot 2310094, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. No issues related to this incident were identified during manufacturing, all production and quality processes were carried out normally. Based on our investigation and without the physical sample to further inspect, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer makes sterile kits for a third party, packing our syringes for use with human blood. Skus affected by this incident are the luer lock bns 20 and 50 ml. Syringes, codes 302055 and 301035. Our partner's customers are reporting a malfunction of the syringe. When the syringe is filled with blood, during using and after movement of the device, the blood leaks through the plunger onto the floor. Our partner has been notified by two different customers on different dates: 1. Sku 302055 (20 ml.), lot 2310094, leaked on (B)(6) 2024. 2. Sku 301035 (50 ml.), lots 2179773 and 2179785, leaked on (B)(6) 2024. Samples are not available as the users discarded them due to the presence of blood. Images can be found in the email, included here in the 'related' tab. When did the incident occur? During use.